Manufacturer narrative:
(B)(4). The customer advised physio-control that they will not be returning the device for evaluation and the device will be scrapped. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that display on their device was no longer working. Without the display on this device, the end user would not know what the functions of the softkeys on the device are as the display shows these prompts (e.g., shock, charge, analyze). There was no patient use associated with the reported failure.